Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "check vent primary alarm failed" error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. After reviewing the significant event log, the customer reported to the remote service engineer (rse) that there was a 1102 "primary alarm failed" diagnostic code. The rse informed the customer that when the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices. The rse also recommended that the customer listen for audible sound from the speakers, verify that the speakers were connected, verify that the braided wires were not touching the speaker housing, verify that the resistance of each speaker was 6.8 to 9.2 o, replace speaker #1. Upon arrival, the field service engineer (fse) replaced both speakers and completed the repairs. The fse confirmed that upon startup, the device did not give any alarm errors. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00292. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The product investigation lab (pil) technician verified by a temporary install of the suspect speaker onto the pil standard test bed (stb) that a 1102 "primary alarm failed" alarm error occurred at the start of the stb operation. In addition, the technician verified that the speaker failed pin to pin and solder to solder joint testing. The failure of the speaker was due to high and out of specification resistance noted on the voice coil of the speaker. The technician therefore concluded that the speaker was faulty.